Event description:
On 24-jun-2024, a spontaneous report from the united states was received via email regarding a female consumer (age not provided) who used an unspecified thermacare heat wrap. On (B)(6) 2023, the consumer applied an unspecified thermacare heat wrap reported as for the correct time frame. On (B)(6) 2024, after using the product, the consumer experienced third degree burns. No additional information was provided.

Manufacturer narrative:
The root cause and root cause sub class cannot be identified. There was limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event safety request for investigation. The manufacturing operation employ quality control procedures, which include in- process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. This is an adverse event for a burn and a risk calculation cannot be determined as there is no known batch number to identify if there were a device malfunction.